Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that falsely depressed sodium (na) and albumin (alb) results were generated on a patient sample on an atellica ch 930 analyzer. Siemens assessment of instrument performance included review of quality controls (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Based on the information evaluated, the cause of the falsely depressed results is consistent with a sample integrity issue potentially due to a preanalytical variable. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) and albumin (alb) results were generated on a patient sample on a atellica ch 930 analyzer. The initial results were reported to the physician, who questioned the results. The same patient sample was recollected, and the sample repeated on the same atellica ch 930 analyzer which recovered higher than the erroneous results. The repeat results were reported to the physician(s), as the correct results. Additionally, the customer ran all samples around the time of these erroneous results between runs of quality controls (qc), and this was the only sample with erroneous results. There are no known reports of adverse health consequences due to the falsely depressed na and alb results.